Manufacturer narrative:
Upon review of information received, the manufacturer concludes that it is implausible, and highly unlikely the reported skin irritation, and inflammation are due to the audible alarms generated from the implanted pump.

Event description:
Hcp reported the pump is flipped, and preventing access to the drug reservoir for refill. The pump was programmed to a stopped pump infusion mode and began to alarm 48 hours later per device specification. The pump low reservoir alarm was also triggered due to the missed refill and current reservoir volume. A follow up appointment with the physician was missed by the patient and had to be rescheduled to discuss pump pocket revision, and reservoir refill. No report of increased pain, however, patient reported experiencing inflammation and irritation at the pump pocket site due to the audible alarms. Programming options to silence the audible alarms and change the infusion mode to minimum rate were being considered until further intervention. Final patient outcome and interventions required were not available at the time of this report. Information has been requested and a follow up report will be sent when new information becomes available.